Event description:
After rotational atherectomy with a 2.5mm burr device, a 4.0mm diameter by 16mm length d2 angioplasty balloon catheter was inserted to treat a moderately calcified mid-right coronary artery. Upon the first balloon inflation, the balloon burst when it was inflated from 6atm to 8atm of pressure. It is unknown if there was further treatment to the lesion. The patient was reported to be fine post procedure and there were no additional clinical sequelae reported related to the event. The lesion calcification may have contributed to the event. There was no product returned for evaluation.